Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that they received an unexplained random no delivery alarms and had experienced the same issue couple of times. It was reported that the screen had a small hairline. Also, the upper left corner lower part of reservoir area was scratched up. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm due to a33 alarm. Insulin pump received with cracked reservoir tube lip and cracked case display window corner. (B)(4).